Event description:
The clinic reported that during a cataract procedure, the vitrectomy function on the phaco machine is not working. The doctor exchanged systems to complete the vitrectomy. No patient injury reported.

Manufacturer narrative:
The amo field service engineer examined the equipment and the customer location and initially determined the cause to be due to lack of training of new staff. Training was conducted to ensure proper operation.